Event description:
I am a type 1 diabetic of 17 years with pretty good control of my blood sugars. (My last hba1c result was 6.5.) Over the past weekend, I noticed that my blood sugar was between 20-65 multiple times over the course of a day. I have never been hospitalized or had a seizure as a result of low blood sugar, and with proper insulin dosage, diet, and juice intake, I am able to prevent severe lows, which is why it was extremely alarming to find that, despite drinking nearly an entire gallon of apple juice, my blood sugar continued to drop. I now know it was likely a result of faulty infusion sets from medtronic. Multiple blood glucose tests revealed my blood sugar was remaining below 60 after drinking more than 50 fluid ounces of apple juice. It is important to note that no food had been ingested within three hours prior to the episode. I then received a safety recall notice from medtronic. After checking to see if my infusion sets had been compromised, I discovered that the sets I had purchased a few weeks before had in fact been included in the lots recalled.